Event description:
A customer contacted global technical service (gts) reporting a system error 2240 (air in line) during dwell 3 on the homechoice (hc). The home patient (hp) stated they disconnected to use the restroom and then re-connected. The hp stated they did not close the patient line clamp or the transfer set before they disconnected. The technical service representative (tsr) explained the proper disconnection procedure. The tsr had the hp cycle power to the homechoice (hc) to end the therapy and advised the hp to contact the registered nurse (rn) about the possible exposure to unsterile air. The hp understood and was calling the rn in the morning. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). . The system error 2240 alarm where the use error - patient disconnected from set, which introduces air into the system and causes the alarm. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Per the baxter homechoice operator's manual, users are instructed how to disconnect and reconnect properly. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.